Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Serial number: na. Batch/lot number: 27083435. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that patient had increase and difficulty in charging the implantable pulse generator (ipg). The patient leads had high impedances. The patient underwent a spinal cord stimulation (scs) system replacement procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.